Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported after therapy measurements test was performed it was noted the longevity estimates were based on a new implantable neurostimulator (ins) which is evidence of a power on reset (por) having occurred historically. There was no evidence that a por had occurred since the last interrogation in (B)(6) 2015. It was unknown when the por occurred; the patient did not remember seeing a por message, didn't remember losing stimulation, or having to have the ins interrogated to clear a por. No action was taken and the event was ongoing. Indication for use was reported as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.